Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-05970 and 1627487-2013-05971. It was reported the pt experienced overstimulation three times during the month of (B)(6) 2013. Overstimulation occurred when the pt's air conditioned/heated automobile seat function was activated. Stimulation was also off when overstimulation occurred. Follow-up revealed the pt is no longer experiencing overstimulation due to not activating the air conditioned/heat function on her automobile seat.